Event description:
It was reported that the implantable cardiac monitor had low r wave sensing in several different implant locations. One day post implant the r wave had decreased further. At two weeks post implant it was noted that there were false asystole episodes due to r wave undersensing. Reprogramming the sensitivity caused oversensing, so the sensitivity was not changed. The device is still in use with continued monitoring, and the patient will register episodes with the activator. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the device was explanted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).